Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) after calling emergency medical services (ems) due to stumbling, jerking hands, and blurred vision. During left ventricular assist device (lvad) interrogation in the ICU, there were alerts that the system controller clock was not set and the backup battery needed to be replaced. The alarm interrogation showed that the patient's pump had shut off and lost complete power and restarted afterwards. The patient's timeline and the interrogation timeline did not match up. The patient stated he fell asleep at 9:00 am on (B)(6) 2025 and woke up at 11:30 am to their system controller alarming that the batteries were dead and that the pump was running prior to power source being changed at 11:30 am. The interrogation showed the pump stopped at 2:00 am on (B)(6) 2025 and regained power around 4:00 am on (B)(6) 2025. It was unclear how long the pump was off prior to restarting. The log files and images were submitted which indicated that the system functioned as intended with no motor speed interruptions until (B)(6) 2025. The patient performed a battery exchange to batteries that were at or near full charged at 2:44 am on (B)(6) 2025. Low power advisory, the low power hazard alarms and no external power alarms were present between 11:53 pm on (B)(6) 2025 and 2:09 am on (B)(6) 2025. The pump turned off on 4:06 am on (B)(6) 2025. It was unclear how long the pump was off before restarting. The pump speed was restored shortly after the system controller was reconnected to external power and the system controller clock corrupt alarm was present. The system controllers clock was defaulted to (B)(6) 2000 0:00:00 and the system controller clock time incremented up from there. The alarm silence button was not used on (B)(6) 2025. The patient was later switched to power module power 3 hours after external power was restored, at which time emergency backup battery (ebb) circuit fault alarms were noted momentarily. The ebb alarm cleared after the ebb was retested by the system controller. The pump function may have resumed approximately 4.5 hours before the patient was connected to power module power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop and clock not set alarms was confirmed via submitted log files; however, the reported event of backup battery fault alarms was not confirmed. The controller was connected to a charged 14v battery on the white power cable at 06:53:59 on (B)(6) 2025 and on the black power cable at 06:56:29 on (B)(6) 2025. A low voltage advisory alarm activated at 23:53:59 on (B)(6) 2025, followed by a low voltage hazard alarm at 01:54:08 on (B)(6) 2025 due to depletion of the 14v batteries. A no external power alarm then activated at 02:09:17 on (B)(6) 2025 due to full depletion of the 14v batteries. The system controller backup battery activated to supply power to the system as intended when external power was lost. A pump stop with associated pump off and low flow hazard alarms was captured on (B)(6) 2025 at 04:06:41 due to depletion of the system controller¿s internal backup battery. The system controller then shut off some time after 04:08:08 on (B)(6) 2025 due to full depletion of the backup battery. The next events in the log file captured the controller being connected to charged 14v batteries; the controller clock was at the default timestamp of 00:00:00 on (B)(6) 2000 at this time, which is consistent with the total loss of power to the system occurring prior; a clock not set alarm was active at this time as expected. The pump started as expected upon being connected to the 14v battery and ramped up to the set speed without issue. The amount of time the pump was stopped was unknown as the controller clock was not set upon reconnecting to external power or for the remainder of the file. Upon power being restored and on (B)(6) 2000 at 20:24:37, transient backup battery circuit faults were captured; the faults were not sustained long enough to activate an associated alarm. No backup battery fault alarms were active in the log file. Prior to and following the pump stop, the pump functioned as intended at the set speed without issue. No other notable events or alarms were captured. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the patient was sleeping while connected to 14v batteries and did not hear the alarms. It was reported that the patient was educated on the danger of sleeping on batteries due to not hearing alarms. The reported pump stop and clock not set alarms were determined to be due to full depletion of the 14v batteries and system controller backup battery after extended use following the patient sleeping on 14v batteries. The root cause of the reported backup battery fault alarms could not be conclusively determined through this analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage, no external power, pump off, low flow hazard, and clock not set alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. This section also explains how to check the charge level of a 14v battery. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Additionally, this section explains how to use the universal battery charger (ubc) to charge 14v batteries. Heartmate 3 IFU section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.